Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient noted how "they went unconscious... My spouse thought they had died" after they got home on (B)(6). Additional information received on 05/14/2022 indicated that the patient said "ow" during support link's call and asked "am I supposed to be tender". No further complications were reported at this time.